Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to monitor the battery depletion rate, advising them to follow up if it exceeded 35% per day. The customer acknowledged the instructions and continued to use the pump for insulin therapy.